Manufacturer narrative:
The reported events of inductive telemetry. No magnet response and no output were confirmed. The device was received, with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing. And the battery was found in normal range. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case. And subsequent fluid ingress to internal electronics. Hybrid circuitry was tested. And the results, indicated elevated current drain, consistent with moisture damage. Resulting, in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented to the hospital with arrhythmia. The pacemaker was unable to be interrogated via inductive means, displayed no magnet response and exhibited no pacing. No intervention was reported. The patient was stable.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Correction: addition to h11 statement: "a device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."